Event description:
It was reported that this right atrial lead was explanted and replaced due to noise that was oversensed. Surgical observation during the revision indicated that the lead insulation was likely degraded. The lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was explanted and replaced due to noise that was oversensed. Surgical observation during the revision indicated that the lead insulation was likely degraded. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned severed 8cm from the terminal end. Testing was completed to assess lead electrical performance, and measurements were within normal limits. Visual inspection revealed surface abrasions through the insulation webbing and was exposing the rate sense coils approximately 20cm from the terminal end. This type of damage was consistent with a compressive stress from lead on lead contact, and was likely the result of the noise and oversensing reported from the field.